Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the physician used suction to grasp varices and the first two bands were deployed; however, when attempted to deploy the third band, the fourth band started to deploy instead. It was found that both the third and fourth band were twisted together on the ligating unit so the rest of the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on december 18, 2021: it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block e1 (initial reporter phone number): (B)(6). Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). (Initial reporter phone number): (B)(6). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the physician used suction to grasp varices and the first two bands were deployed; however, when attempted to deploy the third band, the fourth band started to deploy instead. It was found that both the third and fourth band were twisted together on the ligating unit so the rest of the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.